Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 120 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device was returned to tandem 45 days from awareness date. Investigation is not required per qs-043; however, a different issue was identified.